Event description:
The report received from a health care professional (hcp)/MRI technician through the medical affairs department indicated that approximately ten (10) years after the index procedure for cypher stent implantation, the patient had an angiogram performed in preparation for back surgery which revealed a right coronary artery (rca) stenosis. The stenosis was treated by implantation of two non-cordis stents. The patient had a total of three (3) cypher stents implanted during the index procedure. The stents were implanted in the circumflex, left anterior descending (lad) and an unknown coronary artery. There were no reported product issues with the (2) stents implanted in the circumflex and lad. The purpose of the call was to determine MRI compatibility of the patient's stents. No additional information including patient contact information, product catalog/lot numbers, or target lesion information is available.

Manufacturer narrative:
The exact event date is unknown. The date of implant is also unknown. The date of (B)(6) 2013 is being used for reporting purposes for both fields. The product is not available for evaluation and testing. As reported, approximately ten (10) years after the index procedure for cypher stent implantation, the patient had an angiogram performed in preparation for back surgery which revealed a right coronary artery (rca) stenosis. The stenosis was treated by implantation of two non-cordis stents. The patient had a total of three (3) cypher stents implanted during the index procedure. The stents were implanted in the circumflex, left anterior descending (lad) and an unknown coronary artery. There were no reported product issues with the (2) stents implanted in the circumflex and lad. The purpose of the call was to determine MRI compatibility of the patient's stents. No additional information including patient contact information, product catalog/lot numbers, or target lesion information is available. The device remains implanted in the patient and is not available for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. Please note that this is the initial/final report for this file.